Event description:
Customer reported erroneous access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test results were obtained for two patient samples when using the unicel dxi 800 access immunoassay system. The erroneous reactive test results were not reported out of the laboratory. Repeat analysis was performed with another methodology. The test results were non-reactive. The samples were also tested by a laboratory at beckman coulter, inc and non-reactive test results were obtained. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 1 of 2 reported by this customer. An MDR was filed for each patient, as testing was performed on separate dates.

Manufacturer narrative:
Patient samples were sent to beckman coulter, inc and were tested before and after centrifugation to confirm customer's results. Patient's sample was tested with one reagent pack lot and was found negative for toxo igg before and after centrifugation. On (B)(6) 2009, the field service engineer evaluated the analyzer and an ultrasonics issue was noted on pipettor number 4. A system check performed resulted within specifications. No further instrument/service information was supplied. It is unknown what pipettor was used in associated with the results for the two patients in the data table above were obtained. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 1 of 2 reported by this customer. The related MDR is 2122870-2011-06343.